Manufacturer narrative:
The reported issue could not be confirmed; however, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. Customer reported an elevated blood glucose (bg) level of 458 (mg/dl) and indicated injections would be delivered to treat bg levels. Customer indicated current pump and/or injections would be used for diabetes management.